Event description:
It was reported that during a surgical procedure at 5,658 joules and 01:38 minutes of usage "the fiber tip had burnt out". The fiber was exchanged and the second fiber exhibited the same issue at 12,913 joules and 03:50 minutes of usage. The third fiber exhibited the same issue at 16,200 joules and 05:00 minutes of usage also noted "the console showed error code as 211, 202.2, and 111". The procedure was completed by an alternate procedure "turp". Patient outcome: "no injury" to the patient reported. This report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output area and mild char adhesion; the bevel edge appears in good condition; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; error codes 211 and 202.2 relate to the laser power supply and error code 111 relates to the resonator. Fiber cap condition would result in reduced vaporization efficiency. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.